Event description:
During a patient use event, the user is reporting that the device gave the "poor pads contact" prompt . Patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Event description:
During a patient use event, the user is reporting that the device gave the "poor pads contact" prompt . Patient outcome is unknown.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.